Manufacturer narrative:
A spider 2 tenet 7615, was received for evaluation and confirmed to be serial number (B)(4). The unit passed all functional tests including load/pull tests. The subject unit was released to distribution on (B)(6) 2016 with no indications of issues or discrepancies. No problem was found with this device. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the spider 2 limb positioner pressure released causing patient leg to fall. A different patient positioner was available to complete the procedure. There was no delay reported. No patient injury was reported.